Event description:
It was reported that the camera head had a loose cable connection during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there was dirt on the cable unit. A root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction: the image had linear scratches due to a disconnection in the camera unit. Regarding the investigation finding of dirt on the cable unit, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.